Event description:
It was reported that difficulty was experienced during implant of the green filed vena cava filter. During procedure, preparation, the safety sleeve was removed prior to retracting the handle. Removal of the protective cap found nothing unusual. The system was flushed using heparinized saline prior to the procedure and during filter carrier advancement via jugular access. The implant site was confirmed and the carrier handle release tab was unlocked; however upon deployment the filter did not open completely. The filter was left in place. A new filter was implanted proximal to the initial filter. No adverse pt effects were reported.